Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was used. The patient developed stevens-johnson syndrome. The surgeon opines there is no correlation to the mesh.

Manufacturer narrative:
(B)(4). Stevens-johnson syndrome occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.